Event description:
The patient reported that they inadvertently delivered 25 units for what they thought was 45 grams of carbohydrates (cho). The patient stopped delivery at 22 units and was not able to keep up with the necessary carb intake. On (B)(6) 2026, the patient called 911 and went to the emergency room. The patient was treated with intravenous dextrose 10% (d10) for 3 hours. The patient who reportedly never had altered mental status was otherwise okay.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone 18.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.